Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in a lower arm declot, the pta balloon allegedly was difficult to deflate and subsequently got stuck in the 6fr sheath. Reportedly, the balloon and sheath were removed as one unit and replaced with an 8fr sheath to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation; the user's introducer sheath was also returned. A visual inspection found the device stuck in the returned sheath, with bunching to the sheath and a flared distal sheath tip noted. Therefore, the investigation is confirmed for the reported retraction issues. However, the investigation is inconclusive for the reported deflation issues, as the device was unable to be removed from the sheath to functionally test. It is possible that deflation issues could have contributed to the identified retraction issue. However, the definitive root cause for the reported or identified issues could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: - do not exceed the rated burst pressure (rbp) recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended or the use of indicated syringes. - when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: - use the recommended balloon inflation medium (a range of 30-50% contrast medium/a range of 50-70% sterile saline solution). It has been shown that a 30/70% contrast / saline ratio has yielded faster balloon inflation / deflation times. - if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. - if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that during an angioplasty procedure in a lower arm declot, the pta balloon allegedly was difficult to deflate and subsequently got stuck in the 6fr sheath. Reportedly, the balloon and sheath were removed as one unit and replaced with an 8fr sheath to complete the procedure. There was no reported patient injury.